Manufacturer narrative:
(B)(4). Concomitant medical products: 00801802802 ¿ femoral head ¿ 63745609; ep-200146 ¿ active articulation hip system - 038110. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -08124. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a second revision approximately one month post implantation due to dislocation. During the procedure it was found that the poly head component had disassociated from the metal head component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection showed that the head has been impacted into the bearing and cannot be separated without causing damage to implants. Scuffing and scratches were identified on the head and bearing. The liner was damaged around the outer edge of the circumference. There are no other finding that could have contributed to the reported event. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.